Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "patient began to experience severe pain and discomfort", "swelling", "the prosthesis turning inside the breast and becoming something pointed", "redness in the breasts", "capsular contracture" baker grade unknown, "patient was extremely shaken, extremely distressed, low self-esteem and insecurity, besides there is a constant concern of having a cancerous product and being at risk to develop cancer at any time" and "benign calcifications". The device remains implanted.